Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy while performing the peritoneum incision and simultaneous removal with the port, the bipolar maryland forceps (bmf) movement became misaligned and the instrument jaws remained open, resulting in a piece of the insulation protruding out and falling into the patient. The instrument could no longer be moved at this point. The peritoneum of the port incision was slightly incised (less than 1 inch) to ensure a better view and the portion of the bmf was removed with laparoscopic forceps. The bmf was also removed and replaced with a new instrument. There was no patient injury or permanent tissue damage.

Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, street 2, city, region, country, postal code, fax number, phone number) h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps, the associated device logs and provided images. Three images were received for evaluation. Two images depicted a bipolar maryland forceps inside of a sterile pouch with a broken pulley and a snapped blue color energy cable. The jaws were not closed completely. One image depicted a view of the distal end of a bipolar maryland forceps showing the reference identification and serial number that matched what was reported. Evaluation of the logs showed an error code for 'linked to motor position limits' was triggered as an after effect of a pulley break. The use life of the bipolar maryland forceps was five hundred and thirty minutes with a use count of three. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was disengaged and returned. The energy cable was also disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. The drive cable was also pressing on the base of the jaw. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy while performing the peritoneum incision and simultaneous removal with the port, the bipolar maryland forceps (bmf) movement became misaligned and the instrument jaws remained open, resulting in a piece of the insulation protruding out and falling into the patient. The instrument could no longer be moved at this point. The peritoneum of the port incision was slightly incised (less than 1 inch) to ensure a better view and the portion of the bmf was removed with laparoscopic forceps. The bmf was also removed and replaced with a new instrument. There was no patient injury or permanent tissue damage.

Manufacturer narrative:
Additional information was added to section h2- device codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy while performing the peritoneum incision and simultaneous removal with the port, the bipolar maryland forceps (bmf) movement became misaligned and the instrument jaws remained open, resulting in a piece of the insulation protruding out and falling into the patient. The instrument could no longer be moved at this point. The peritoneum of the port incision was slightly incised (less than 1 inch) to ensure a better view and the portion of the bmf was removed with laparoscopic forceps. The bmf was also removed and replaced with a new instrument. There was no patient injury or permanent tissue damage.